Event description:
It was reported that tandem mobi pump issued cartridge alarm during use and caller could not continue using original cartridge. There was no adverse impact to the customer¿s blood glucose level. Caller removed cartridge and delivered 9-unit bolus successfully, then with technical support assistance loaded new cartridge using proper technique, resumed insulin therapy without further issues, and issue was resolved.